Event description:
The recipient is reportedly experiencing an inflammatory lesion due to possible retrocochlear pathology. The recipient is presenting with loss of sound. Programming adjustments were made, however, the issue did not resolve. On (B)(6) 2018, the recipient underwent an MRI which showed a large, kidney bean shaped item within the ear canal and another circular item by the cochlea. Following the MRI the recipient experienced device migration. The surgeon massaged the device back into place and treated the recipient with 30 mg steroids. On (B)(6) 2018, the recipient underwent another MRI followed by device migration. The surgeon massaged the device back into place once again. The recipient is reportedly experiencing cochlear implant and (B)(6) autoimmune and treatment is being considered. The recipient's MRI showed improvement.

Manufacturer narrative:
The recipient was reportedly prescribed steroid treatment due to the findings of the MRI. The findings were not device related, but are impacting the sound quality of the device.

Manufacturer narrative:
Further programming was reportedly performed. The recipient continues to be monitored.

Manufacturer narrative:
The clinic reportedly believes the recipient is immunocompromised and that the body is rejecting the implant. The recipient is able to hear sound with the device as a result of programming adjustments. The recipient was prescribed prednisone and methotrexate to help reduce inflammation.

Manufacturer narrative:
The recipient reportedly resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device and will continue to be monitored per center protocol. This is the final report.